Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient saw the healthcare professional (hcp) in january and the ins was off. It was able to be turned back on. The caller noticed the ins icon on the recharger was not showing and ins was not on. It was at 50%. No symptoms were reported.